Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 527 mg/dl; cause was unknown. Elevated bg was addressed via manual injection and supply changes. System check with tandem technical support confirmed that the pump was functioning as intended. Customer was instructed to contact tandem technical support is elevated bg persists.